Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to high blood glucose. Customer stated that the insulin pump was not delivering insulin. Customer experienced dehydration, chest pain and excessive thirst. The blood glucose reading is 600 mg/dl. The blood glucose reading at the time of the event was 607 mg/dl. Customer was treated with insulin drip. During troubleshooting, time and date correct. Programming is correct. High pressure test passed. Nothing further reported.